Manufacturer narrative:
Intuitive surgical, inc. (Isi) received the large hem-o-lok clip applier instrument to perform failure analysis. The large hem-o-lok clip applier was analyzed, and failure analysis investigations did not replicate nor confirm the customer reported complaint. The instrument was placed and driven on an in-house system. The instrument passed the recognition and engagement tests. The instrument moved intuitively with full range of motion in all directions. The grips opened and closed properly. The clip test was performed twice and passed. The instrument was fully functional. No product issue was identified.

Event description:
Refer to h10/h11 for follow-up information.

Event description:
It was reported that during a da vinci-assisted nephrectomy donor procedure, the large hem-o-lok clip applier could not apply clips. The procedure was completed with a backup instrument of the same kind, with no patient injury and no delays. On (B)(6) 2024, intuitive surgical (is) contacted the site and obtained the following additional information regarding this event: the instrument was inspected prior to use and there was no damage or anything out of the ordinary. The issue occurred while the surgeon attempted to clamp on a vessel or tissue bundle. The hem-o-lock was the type of clip used with the large hem-o-lok clip applier instrument. The surgeon used a large clip on the vessel or structure. The vessel or tissue bundle was not greater than the specified diameter suggested in the instructions for use (IFU). It was the 3rd clip application of the subject large hem-o-lok clip applier when the incident occurred. The issue was resolved using a backup clip applier. No photos and/or videos of this event are available for isi review.

Manufacturer narrative:
A return material authorization (RMA) was issued to the customer requesting to have the intuitive device returned. However, isi has not received the product involved with the alleged issue to perform failure analysis. Additional information is being gathered to determine the contribution of the device to the customer reported issue. A follow-up MDR will be submitted if the product is returned (post failure analysis evaluation).